Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer electric dermatome was cutting too deep and harming the patient. The dermatome caused a deep laceration requiring subcutaneous stitches. There was a delay of about 15 minutes whilst this laceration was repaired.